Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of one of the provided pictures, did not identify any abnormalities as only the label of the dialyzer was visible. Visual inspection of the second photo showed the product was wet and a deflected fiber was visible. There was no scale on the photo and the deflection could not be measured. The reported condition was not verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair particle was observed inside the cartridge of a polyflux 140h during priming. There was no patient involvement associated with the reported event. No additional information is available.